Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 598 mg/dl. The customer treated with a manual injection. The customer stated that she had an x-ray done last monday on her hip and she was wearing the pump. The customer stated that the alarm occurred during prime delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there were no motor position encoder errors in the alarm history. The customer was assisted with the displacement test. The customer stated that the test passed. The customer was advised to monitor the pump.